Event description:
It was reported that during a da vinci si total hysterectomy procedure a wire snapped on a mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. After visual inspection of the instrument, no broken wires were found on the distal or proximal end, but found the instrument grip cables were derailed off the distal idler pulley. The grips could still open and close, but movement may not have been precise. Additional damage not reported was a frayed a pitch cable. One grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. This report does not admit that the report or information submitted under. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.